Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states the unit has no audible alarm.

Manufacturer narrative:
Submit date: 10/31/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit has no audible alarm. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the main board¿s component u14 was displaced; causing intermittent loss of audible alarms. The unit¿s main board was replaced to correct the issue. The unit was then tested; unit passed all testing. Kangaroo epump was manufactured in 2009. A review of the device history record shows this device was released meeting all manufacturing specifications.